Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after four years and in the last month had rapid battery depletion. The device was explanted and replaced. It was also noted that an electrical reset had occurred. No patient complications have been reported as a result of this event.